Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has error code 90007 during self-test. The biomed was performing a preventive maintenance. The device was reported to be in clinical use at the time, but the information given by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported.